Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented for a generator change. During the procedure, the atrial and right ventricular (rv) leads were noted to be bent. The atrial and rv lead were not used. The patient condition was unknown.

Event description:
Related manufacturer report number: 2017865-2022-44507. It was reported that a patient presented for a generator change. During the procedure, the atrial and right ventricular (rv) leads were noted to be bent. The atrial and rv lead were not used. The patient condition was unknown.